Manufacturer narrative:
It cannot be determined if this device may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision was due to an infection. Sales rep. Also stated, that was a primary revision.